Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132. Sn: (B)(4). Device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-8216-50. Sn: (B)(4). Device evaluation indicated that the paddle is damaged, and five electrodes were dislodged and not returned. The cables that used to be connected to the dislodged electrodes do not have corrosion. This suggests that the paddle electrodes did not get dislodged while it was implanted. The dislodgement most likely occurred when excessive tensile force was exerted onto the lead bodies during the explant procedure. Additionally, the lead bodies were cleanly cut and the proximal sections were not returned. Damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16522921, model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent a replacement procedure and was doing well postoperatively.